Event description:
Report received from the USA stating that the device "would not hold attachment." The device was being used during lumbar surgery. No patient or user injury reported. It is unknown if there was any medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).